Manufacturer narrative:
Initial inspection of the device found corrosion on the pcb. Due to the corrosion, a power supply was needed to download data from the device. The download data showed no alarms, timeouts, or drive stalls that would indicate a failure to deliver insulin. The fluid path was tested and an internal tear was found 0.283 inches from the nail head. The tear in the unexposed portion of the soft cannula caused fluid to leak on internal components which is what caused the corrosion on the pcb. Because fluid was leaking through the tear, it was not exiting the entire fluid path as intended. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 349 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.